Event description:
The customer's mother called in to report that the customer had been hospitalized for a stroke and high blood glucose levels. The customer's blood glucose level was 370 mg/dl. The customer was found half on the bed and the floor when the paramedics came. The mother states that her son had a bent cannula. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.